Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Initial investigation indicated a possible hard drive issue and subsequently an sbc problem. However, upon further investigation, it was noted that foreign material (dust) was found behind the display adapter impacting system performance. Removed the material and cleaned area. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system will not boot up. It was also noted that there was nothing on the system monitors. There was no report of pt injury.